Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an emergency room visit for low blood glucose after delivering two boluses instead of one. The reporter indicated that the pump emitted a warning "delivery cancelled due to low cartridge. Stops basal or bolus delivery" and afterward the bolus was reprogrammed but the pump history showed that two boluses were programmed; the pump history showed 11:47 2.95 units, 12:00 3.05 units. The patient's blood glucose at the time of the issue was 3.6 mmol/l with no symptoms, the pump was programmed for an insulin sensitivity of 1 unit: 6 mmol/l. This report is made based on the allegation that the pump delivered a bolus that an alarm indicated had been cancelled.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: during investigation, the black box and history for event date were overwritten due to continue pump usage. No cancelled boluses observed in the available black box data. A cartridge with 5u was loaded into the pump. A 10u bolus was then manually programmed; the pump correctly displayed ¿delivery canceled due to low cartridge¿ on the screen. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.